Event description:
A reporter called to submit a report about her reaction from euflexxa injection. She said she went to bed around 7 o'clock. She said a couple of hours later she started having bad joint pain, radiating to her legs, nausea, headache and she only got 2 hours of sleep. She had this same medication before, but she did not have any reaction except it worked very slowly. She said she prefers durolane to euflexxa but medicare pays for euflexxa. She said she is a very active 73-year-old lady, who works in the farm. She said she chose not to have knee replacements.